Event description:
It was reported that a foreign substance "suspected to be hair" was observed inside the header of a theranova 400 prior to sue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.